Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the cap piercer was leaking onto the tubes and the vacuum was not functioning properly in the unicel dxc 600 pro synchron chemistry analyzer. The leak was contained to the instrument. The customer was wearing proper personal equipment (ppe), including a lab coat and gloves. No injuries were sustained by any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 11/28/2012 to examine the system. The fse identified and removed fragments of rubber stopper (debris) occluding the quick disconnect fitting on line 118. The system was tested and met specifications; issue was resolved. Failure mode: occlusion, quick disconnect fitting. (B)(4).